Event description:
The customer reported that an evis exera iii colonovideoscope was incorrectly reprocessed and had foreign material exiting from the air/water nozzle during preparation for use. The customer made a request for an ess trouble shooting due to another case in which the device did not have an air/water flow due to a clogged aux water channel. See related patient identifier: (B)(6). There was no reported patient harm or impact due to this event.

Manufacturer narrative:
A reprocessing in-service and observation at the hospital was completed by an olympus representative on october 27, 2023. During the in-service, the olympus representative was made aware of reprocessing errors. After discussion with the customer, it was noted that simethicone was used in sterile bottles that fed through the auxiliary channel prior to issues with the clogged auxiliary channels. Additionally, the customer has stated that they have stopped using simethicone in their sterile water bottles. The olympus representative discussed an olympus customer letter on the use of simethicone with olympus endoscopes and a copy of the letter was sent as well. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the auxiliary water channel. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.